Event description:
The field engineer reported that the operator stated that they heard a loud pop noise on the tube end and that at end of the shot, the system displayed an overload fault error message. This error message will likely cause the system to shut down uncommanded. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The candlesticks were regreased. The system was then found to be operating as intended.